Event description:
It was reported that the patient presented for an implant procedure. During the procedure the lead dislodged after fixation. After dislodging, the lead's helix would not extend or retract. The lead was not used, and a new one was implanted. It was noted there were no patient consequences.

Manufacturer narrative:
The event of lead helix mechanism issue was confirmed. The device was returned for analysis. X-ray examination noted the helix was over torqued but this damage is consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and over torque of the inner coil. This is consistent with procedural damage, no other anomalies were detected.